Event description:
The facility's clinical engineering tech reported a fail code 810:11. The clinical engineering tech stated they have no record of any pt incident involving the pump since the last baxter service event.